Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had an allergic reaction and there was sensitivity to the titanium on the implantable cardioverter defib rillator (ICD) which contributed to pocket erosion. The ICD was programmed off and later the ICD and right ventricular (rv) lead were removed due to acute rejection phenomenon. Seven days later the replacement ICD and rv lead were implanted. No further patient com plications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.